Manufacturer narrative:
Patient weight: unk. This product is manufactured but not marketed in the u.s. (B)(4). Claim# (B)(4). Device not returned to manufacturer

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, diopter -7.00 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2017 the lens was exchanged for a longer lens due to the patient experiencing low vault. The problem was resolved. The lens has not been returned for evaluation.

Manufacturer narrative:
The lens was returned in a vial. Visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear residue on the lens. (B)(4).